Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm while connected to the mobile power unit (mpu) was confirmed via the submitted log files. Data from the reported event date of 08jan2025 in the submitted controller event log file was reviewed. On (B)(6) 2025 at 00:03:58, the no external power alarm activated while connected to the mobile power unit (mpu) due to both white and black lead voltages diminishing to 1v. This was consistent with a loss of ac power. The alarm cleared on its own shortly after power was restored. The backup battery was able to provide power to the controller during this event. The alarm did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. During the evaluation of the returned mpu, serial (B)(6), the reported event was confirmed. The mpu was plugged into ac power and the unit was not able to power on. The issue was isolated to the power supply pcba. No further testing was performed. The customer was provided a repair quote, and a purchase order was requested. The customer declined the repairs needed due to having a replacement already. The whole unit was forwarded to product performance engineering (ppe) for further evaluation. Visual inspection of the mpu internals revealed no anomalies. The unit was plugged into ac power and the reported issue of not powering on was confirmed. There was no voltage output coming out of the secondary side of transformer t1. Due to the voltage drop, the board did not output the 15vdc required to power the main pcba. The provided information stated that there was no power outage at the patient¿s home and the mpu batteries were changed without success. Additional information provided stated that the unit was exchanged, the patient had a v-lock connector, and the ac power cord came loose from the back of the unit. Multiple attempts were made to obtain additional information from the customer regarding the return of the unit; however, no response was received. Per the additional information, the root cause of the reported event was due to the ac power cord coming loose from the back of the unit. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including no external power alarms. The "patient care management" section of the IFU instructs the patient to keep a flashlight, fully charged batteries, and battery clips within reach to be prepared for a power outage. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: device lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient called the on-call coordinator on (B)(6) 2025 stating that their mobile power unit (mpu) went out in the middle of the night. The patient lost all power and there was no power outage at their home. There was a no external power alarm noted when interrogating their ventricular assist device (vad) on (B)(6)2025. The patient brought in their device and there was no power going to the mpu. The batteries in the mpu were changed without success. The log files found a no external power event on 08jan2025 at 03:58 while connected to mpu power. It was likely caused by power to the mpu being briefly interrupted. The mpu had a v-lock connector on the ac power cord. The ac power cord was assessed, and it did not come loose at the wall outlet. The ac power cord came loose from the back of the unit. The emergency backup battery was used to support the system during these events. The pump function was not affected by this event. The mpu was exchanged.